Event description:
It was reported that the patient experienced an issue of infusion set kinked cannula on (B)(6) 2026 which led to hyperglycemia. The patient noticed symptoms in three or more hours after insertion, and the infusion set had been in use for less than one day. The patient¿s blood glucose level was reported to be high and was managed by correction injection via multiple daily injections (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.